Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred frequently between 04/13/2026 and 04/14/2026. The wearable was inserted into the arm on (B)(6) 2026. On (B)(6) 2026, the patient inserted a new dexcom g7 sensor and noted a discrepancy of approximately 100 mg/dl between the cgm and a fingerstick blood glucose (fsbg) reading about one hour after insertion. Exact cgm and fsbg values were not recalled. The patient recalibrated the sensor, reported no symptoms, and did not require treatment. On (B)(6) 2026, prior to a dental appointment, the patient checked his cgm in the lobby, which read 113 mg/dl. No fsbg was taken at that time, and the patient felt well. Approximately 30 minutes later, while driving, the patient lost awareness and was involved in a motor vehicle accident (mva). Emergency medical services (ems) measured an fsbg of 38 mg/dl at the scene. The patient was unable to confirm the cgm reading at that time due to lack of access to his phone. He reported no warning symptoms prior to losing consciousness. The patient was hospitalized for approximately two days and received treatment to raise blood glucose, including IV fluids. Following discharge, the patient reported continued erratic and inaccurate cgm readings and stated that the cgm readings gave him the impression that glucose levels were stable while his blood glucose was dropping. Data was provided for investigation. The allegation was confirmed due to the finding of inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred frequently within the investigation window. The probable cause of the inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter could not be determined. It has been reported that there was a difference in readings of 100 points, was taken on (B)(6) 2026. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The data investigation found a difference in values that falls within the a zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.